Event description:
This is a spontaneous case report received from a lawyer on 13-oct-2016 in united states, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. Immediately after the implant, the plaintiff began suffering from pain; skin rash; hair loss; tooth decay and/or loss; fatigue; joint pain; irregular and/or prolonged menstruation; severe menstruation pain; heavy, abnormal menstruation; pain during intercourse; and severe abdominal pain. However, at the time, neither plaintiff nor her physicians attributed these symptoms to the essure. In (B)(6) 2015, the plaintiff discovered that she was pregnant with twins. On (B)(6) 2015, her physicians noted that there was no second gestational sac and one of the twins was dead. In (B)(6) 2015, the plaintiff began experiencing more intense vaginal pain. On (B)(6) 2015, she underwent a bilateral salpingectomy. During the surgery, the physician discovered that the right essure device had perforated through the posterior portion of the fallopian tube at the interstitial portion of the tube with uterine perforation through fundal right portion of the uterus. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and she got pregnant with twins. There was no second gestational sac and one of the twins was dead (interpreted as spontaneous abortion). A bilateral salpingectomy was performed and during surgery the physician discovered that the right essure device had perforated through the posterior portion of the fallopian tube at the interstitial portion of the tube with uterine perforation through fundal right portion of the uterus. All these events are considered anticipated in the reference safety information for essure, except for the event spontaneous abortion. In this case, the exact date and mechanism of fallopian tube perforation and uterine perforation were not known. The twin pregnancy was diagnosed about a year and four months after essure insertion. Considering their nature, a causal relationship with essure cannot be excluded. Regarding spontaneous abortion, it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Considering that the event occurred a month after pregnancy confirmation, a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to essure. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-nov-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and she got pregnant with twins. There was no second gestational sac and one of the twins was dead (interpreted as spontaneous abortion). A bilateral salpingectomy was performed and during surgery the physician discovered that the right essure device had perforated through the posterior portion of the fallopian tube at the interstitial portion of the tube with uterine perforation through fundal right portion of the uterus. All these events are considered anticipated in the reference safety information for essure, except for the event spontaneous abortion. In this case, the exact date and mechanism of fallopian tube perforation and uterine perforation were not known. The twin pregnancy was diagnosed about a year and four months after essure insertion. Considering their nature, a causal relationship with essure cannot be excluded. Regarding spontaneous abortion, it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Considering that the event occurred a month after pregnancy confirmation, a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to essure. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure had perforated through the posterior portion of the tube at the interstitial"), uterine perforation ("perforation through fundal right portion of the uterus"), endometritis ("chronic endometritis"), pregnancy with contraceptive device ("pregnant with twins") and abortion spontaneous ("one of the twins was dead") in a 29-year-old female patient who had essure inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in january 2015. Medical conditions: -there was no intrauterine polyp or fibroid noted. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced rash ("skin rash"), alopecia ("hair loss"), dental caries ("tooth decay"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy, abnormal menstruation /prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain") and pelvic pain ("pain"). In january 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In june 2015, the patient experienced vulvovaginal pain ("more intense vaginal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and tooth loss ("tooth loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy), surgery and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, endometritis, pregnancy with contraceptive device, abortion spontaneous, rash, alopecia, dental caries, tooth loss, fatigue, arthralgia, menstruation irregular, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, vulvovaginal pain and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, dental caries, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: essure performed on both tubal ostia, with 1 coil on her left and 2 coils on her right. Patient tolerated procedure very well. Diagnostic results: (B)(6) 2015- 1. Fallopian tubes. Excision - fimbriated segments of fallopian tubes. 2. Endometrium. Curetiage ¿ chronic endometritis, placental site nodule, endocervical mucosa and squamous mucosa present. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, chronic endometritis. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Lab data added. Event "chronic endometritis" added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure had perforated through the posterior portion of the tube at the interstitial, perforation (fallopian tube), uterine perforation ("perforation through fundal right portion of the uterus, perforation (uterus)"), endometritis ("chronic endometritis"), pregnancy with contraceptive device ("pregnant with twins, pregnancy (with complications)") and abortion spontaneous ("one of the twins was dead, pregnancy (stillbirth or miscarriage)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in january 2015 and device monitoring procedure not performed "she did not undergo essure confirmation test." On 4-feb-2015. The patient's past medical history included multigravida (13aug2015, 13jul2013, 13jun2011, 18may2006, 28dec2004). -there was no intrauterine polyp or fibroid noted. Concurrent conditions included hemorrhoids, iron deficiency since april 2013 and hypertension since 2015. Concomitant products included beta-lactamase sensitive penicillins (penicillin) since 2015, diazepam (valium) since 2013, doxycycline hyclate since 2013, ferrous sulfate since 2013, fluconazole (diflucan) since 2015, hydrochlorothiazide from 2015 to 2016, hydrocodone since 2015, hydrocortisone acetate (hydrocort) since 2013, lisinopril from 2015 to 2016, medroxyprogesterone acetate (depo-provera) since 2013, misoprostol (cytotec) since 2013, naproxen since 2013, nifedipine (procardia) since 2015, nitrofurantoin since 2015, norethisterone (errin) since 2013, oxycodone since 2015 and promethazine since 2015. On 6-sep-2013, the patient had essure inserted. On the same day, the patient experienced rash ("skin rash"), alopecia ("hair loss"), dental caries ("tooth decay"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), menorrhagia ("heavy, abnormal menstruation /prolonged menstruation), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), abdominal pain ("severe abdominal pain") and pelvic pain ("pain"). In september 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and tooth disorder ("dental problems"). In september 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal). On 7-jan-2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On 4-feb-2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On 4-feb-2015, the patient experienced urinary tract infection ("uti"), mood altered ("emotional") and vaginal discharge ("vaginal discharge"). In june 2015, the patient experienced vulvovaginal pain ("more intense vaginal pain"). On 29-sep-2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and tooth loss ("tooth loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy), surgery and surgery. Essure was removed on 29-sep-2015. At the time of the report, the fallopian tube perforation, uterine perforation, endometritis, pregnancy with contraceptive device, abortion spontaneous, rash, alopecia, dental caries, tooth loss, fatigue, arthralgia, menstruation irregular, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, vulvovaginal pain, pelvic pain, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, mood altered and vaginal discharge outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, bladder disorder, dental caries, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure performed on both tubal ostia, with 1 coil on her left and 2 coils on her right. Patient tolerated procedure very well. Diagnostic results: 29sep2015- 1. Fallopian tubes. Excision - fimbriated segments of fallopian tubes. 2. Endometrium. Curetiage ¿ chronic endometritis, placental site nodule, endocervical mucosa and squamous mucosa present. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, chronic endometritis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient height, concomitant drugs, new events vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, mood altered and vaginal discharge added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.